Event description:
It was reported by repair work order that the zoom drive disengages during use due to damaged cam bracket assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.